Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. The customer stated that the smell insulin in the reservoir compartment. Customer states the location of leak did not know. Customer states the they was unsure if leak was past 1st or 2nd o ring. Customer states they was unsure if there was an air bubble in the reservoir. The device will not be returned for analysis.